Manufacturer narrative:
The product, used for treatment, was returned for evaluation. There was a relationship found between the complaint and the returned device. Visual inspection under magnification shows the spacer has been detached and the ring electrode is damaged and bent. There are a significant amount of scratch marks present on the exposed shaft near the tip. The shaft has been slightly bent near the handle of the device. There are no manufacturing abnormalities visually observed with the remaining components of the wand. Due to the damage the tip sustained a functional evaluation could not be conducted. The complaint has been visually verified and the root cause could not be determined with confidence. It is possible that the device either came into contact with a hard (metallic) object or was continuously rubbed against another object which will cause this type of failure. Also, this device is not designed for mechanical displacement of tissue through applied force. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a knee arthroscopy procedure, the surgeon was cleaning the patient cartilage and after several minutes the electrode tip completely detached from the device and fell into the patient wound. X-rays were performed to locate the electrode, but despite the attempts for retrieval, it could not be removed from the patient. This caused a delay in the procedure of more than two hours and the initial knee repair was not completed.